Event description:
It was reported in an article summary that aorto-iliac occlusive disease (aiod) is a common atherosclerotic disease causing significant morbidity. Patients with aorto-iliac occlusive diseases who underwent endovascular therapy were enrolled in the study. Their demographic data and risk factors were recorded. Patients were followed at 3 and 6 months and their primary patency rate and symptom status were recorded. Either an absolute pro self expanding stent or an omnilink elite stent were implanted. Access site hematoma and contrast-induced nephropathy were present in 7% and 5% of patients respectively. Patients with contrast induced nephropathy pre-existing chronic kidney disease. Stent patency rate was 97% and 95% at 3 and 6 months follow up respectively. It was concluded that endovascular therapy in aorto-iliac occlusive disease is a safe, effective, and low-cost treatment option with a high patency rate and symptomatic improvement in the short-term. Additional information can be found in the article "study of endovascular treatment in obstructive aortoiliac lesions: immediate and short-term results".

Manufacturer narrative:
The reported patient effect of occlusion is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as an adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported obstruction/ occlusion, hematoma, renal failure and serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as an adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, d6a-estimated dates d4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled: ¿study of endovascular treatment in obstructive aortoiliac lesions: immediate and short-term results".